Manufacturer narrative:
The customer did not request service for the system. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
An operating room supervisor that during a procedure, both table top and auxiliary illuminators would not work. The case was completed using an alternate light source. There was no harm to the patient.